Event description:
Foreign object retained post procedure (fistulogram). Physician unable to advance the 0.18 guidewire, three attempts. On third attempt, guidewire fracturing a proximal small portion of the wire.